Manufacturer narrative:
Visual analysis was performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record identified, no manufacturing nonconformities issued to the reported lot, that would have contributed to this event. Additionally, a review of the complaint history identified, one other similar complaint. However, this is related to the same event. And there is no sign of a lot specific product quality issue. The investigation was unable to determine, the cause for the reported balloon rupture. It may be possible, that the balloon interacted with anatomy or associated devices causing damage to the outer surface, and resulting in balloon rupture on the first inflation. However, this could not be determined. There is no indication, of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional armada 18 referenced is being filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a de novo moderately calcified popliteal artery. A command 18 guide wire crossed the lesion. Then pre-dilatation was to be performed with a 6x100mm armada 18 balloon. Once at the lesion, the balloon was pressurized once at 3-4 atmospheres when the balloon burst. Another same size armada 18 was used and advanced to the lesion. Once pressurized at the second inflation at 7-8 atmospheres, the balloon was noted to lose pressure and burst. The devices were removed and the outcome was good enough to implant a 6x100mm supera stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.